Manufacturer narrative:
Corrected information: in the report submitted 9th november 2023 ((B)(4)), an incorrect UDI was inadvertently submitted. This report contains the corrected UDI. Section d4 - UDI #: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with the veritas phacoemulsification (phaco) machine. Surgeon reported that there was a problem with the vacuum pump. They had massive occlusion surges which caused anterior chamber (a/c) to collapse and there was no vacuum on the vitrectomy probe afterwards. Through follow up it was reported that surgeon had started using a different size phaco tip on that day. No medical intervention was reported. No further information was provided. A separate report will be submitted for the phaco tip.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: shallowing or collapsing of the anterior chamber : anterior chamber collapse. Device evaluation: the field service engineer checked the phaco machine and found nothing wrong. The surgeon's settings were adjusted to suit the new tip size and there have been no further problems. Manufacturing records review: a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.